Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a regulatory report from (B)(6) with supplemental information from a physician of bacterial peritonitis with a culture (B)(6) epidermidis in a patient coincident with extraneal viaflex therapy for continuous ambulatory peritoneal dialysis (capd). In (B)(6) 2010, the patient experienced bacterial peritonitis. Treatment, outcome and action taken with extraneal was not reported. Other related cases included clinically bacterial peritonitis with (B)(6) result from cultivation in (B)(6) 2011. The regulatory authority and physician did not provide a causality assessment for the event of bacterial peritonitis with culture positive for (B)(6).